Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection.

Manufacturer narrative:
A this time, this device has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.